Event description:
Pt admitted for replacement of ICD. The device was implanted but the lead appeared not to function with inappropriate sensing and ability to deliver shock at a high impedance. The lead was therefore replaced. On close inspection the lead had a coil fracture.